Event description:
Allegedly the patient has suspected metal sensitivity.

Event description:
Allegedly the patient has suspected metal sensitivity.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been recevied from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00228, 00230.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.